Event description:
It was reported that after inserting the iab and pressing the start button on the console, there was an autofill failure alarm and unable to zero alarm. The iab couldn¿t inflate. The iab was removed from patient and there was a tear observed in the iab. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Complete event site name - (B)(6). Complete event site address - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Correction to mfg follow up #2: the product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 18.5cm from iab tip. Additionally three kinks were found on the inner lumen near the break approximately 16.5cm 17.8cm & 19.1cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problems. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 18.5cm from iab tip. Additionally three kinks were found on the inner lumen near the break approximately 16.5cm 17.8cm & 19.1cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problems. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).